Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2017-05212, reference MFR. Report#: 1627487-2017-05213. It was reported the patient experienced overstimulation to the right superior side of midline cervical incision which occurs with stimulation on or off. However, the patient received effective pain relief. Follow-up information revealed the patient states she is receiving ineffective pain relief and the overstimulation is ongoing. Consequently, the patient may undergo surgical intervention to address the issues.

Manufacturer narrative:
Corrected data: describe event or problem: the correct reference MFR. Report#: is -reference MFR. Report#: 1627487-2017-05211 and reference MFR. Report#: 1627487-2017-05212, not -reference MFR. Report#: 1627487-2017-05212 and reference MFR. Report#: 1627487-2017-05213 as previously reported.

Event description:
Device 3 of 3, reference MFR. Report#: 1627487-2017-05211. Reference MFR. Report#: 1627487-2017-05212. Follow-up information revealed the patient underwent surgical intervention wherein the scs system was explanted.